Event description:
It was reported that the catheter shaft was damaged or defective. During preparation prior to a procedure for treating atrial fibrillation (afib), a polarmap catheter was selected for use. It was observed that the catheter became stuck in the tuohy valve and could not be retracted. Upon release, slight damage or shearing of the catheter shaft near the electrodes was noted. An attempt was made to loosen the tuohy valve to free the catheter without causing further damage, but it was unsuccessful. The procedure was completed using a different device of the same model. No patient complications occurred. The device was disposed of by the facility and will not be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.